Manufacturer narrative:
(B)(4).

Event description:
It was further reported that an independent interventional radiologist reviewed the case and concluded that angiojet did not cause the patient to decease, it was due to the elevated levels of lactate in the blood due to ischema.

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient deceased within 12 hours of angiojet procedure. The thrombosed target lesion was located in a femoral graft below the knee (btk). Previous intervention to recanalize the graft and distal lesion was unsuccessful. Physician was able to access the lesion and proceeded with thrombectomy with the angiojet® to remove arterial graft thrombus. The procedure was technically successful and the patient was stable yet still lacked distal flow to foot. Due to the ischemia there was a note that lactate was highly elevated in the blood results. Creatinine was noted as normal range. No tachycardia, bradycardia or reaction to angiojet was noted during the procedure. Overnight the patient worsened with cold foot and an emergency btk fasciotomy was performed to restore distal flow. Lactate levels were still elevated. The patient died later that night.